Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the suture was broken due to excessive force during deployment, although this was unable to be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that when deploying the angio-seal the suture broke. They had to manually pull the suture and tamp down on the collagen. The procedure was a renal angiogram. There was no blood loss and no patient injury. Additional information was received on 07mar2024: a 06fr. Procedural sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion, leading up to the suture break. Access was good no issues. The patient was stable.